Event description:
A customer reported a pt with descemet detachment during laser assisted cataract surgery. Additional info has been requested.

Manufacturer narrative:
Additional info has been requested. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).